Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with 350cc mentor smooth round moderate profile and an unspecified mentor saline breast prostheses, experienced feeling something strange on (B)(6) 2018 and right breast being flat and droopy. The patient also reported being physically sick, nauseous vomiting and a nervous wreck with basically having one breast up and one breast down. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that this side (left) was erroneously reported when the issue was only on the right side of the patient. Since, this side was already reported, any relevant additional information regarding the left side will be submitted in a supplemental. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).